Event description:
The hcp reported the pt has fallen twice in the last few months. After the most recent fall, the pt had a complete return of pain symptoms. The hcp did a cat scan that showed a short portion of the catheter sheared off in the pt's intrathecal space.